Event description:
It was reported 25 bd ultra-fine insulin syringes had deformed stoppers. The following information was provided by the initial reporter: "the customer stated that there were many errors in measuring the insulin injection volume due to uneven rubber stoppers of insulin syringes."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. A device history record could not be completed as no lot number was received. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.